Event description:
The tube fell out within 5 minutes of being placed. On 3/18/98, co learned the pt was sedated and taken to the theater (operating room) for tube replacement. One pt involved. Note: the event date given above is approximate.